Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital with infection and skin erosion at device pocket site. The device pocket was noted to swelling and ulceration. The patient was treated with antibiotics and pocket debridement. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.